Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: device stuck. Symptoms/ae: hematoma. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery (cfa). A femoral angiogram showed the puncture site was in the upper limit of the cfa (just below the inferior epigastric artery), the diameter was greater than 5 mm and there was no disease present. The patient had undergone an unspecified procedure a month ago on the same side and closure was achieved with manual compression. When the clip was fired the device got stuck in the patient. The device was removed easily, but hemostasis was not achieved. After a few minutes of manual compression the bleeding was reduced to a minimum and a compression bandage was applied. After a few hours, the patient experienced dizziness and was "not feeling well". The bandage was removed and a hematoma was noted. The patient's hemoglobin was measured and found to have dropped 2 grams from the previous reading. Upon suspecting a retroperitoneal hematoma, a computerized axial tomography (cat) scan was performed, revealing only a subcutaneous hematoma, approximately 8 cm wide and 2.2 cm deep. A new compression bandage was applied and the patient was reported to be feeling well.